Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the bravo capsule failed to attach. There was no harm caused to the patient and no medical intervention was required. There was a repeat procedure performed. There was nothing unusual about the patient or procedure and an endoscopy was performed prior to the bravo procedure and the esophagus appeared to be normal. The vacuum pressure when testing pre-procedure and during the placement was 550. A faulty batch might have caused the capsule's failure to attach. Lubricant was used to facilitate capsule replacement. The capsule will be returned for investigation.

Manufacturer narrative:
Investigation summary: it was reported that one bravo ph capsule failed to detach from the delivery device onto the patient esophagus. One bravo ph capsule delivery device was received for investigation. The capsule was not attached to the delivery device. The capsule was received for investigation. Visual inspection did not reveal any damage except for a bent guide wire, and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered, it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.